Event description:
Healthcare professional reported through clinical study follow up that approximately 55 months post implant the pt experienced a perivalvular leak requiring reoperation to repair. Reoperation revealed that the leak was non-valve related and resulted from suture line dehiscence at the level of non-coronary sinus. Md reported that the dehiscence was due to chronic thickness and inflammation of the native aortic root tissue. He felt that the repair may not hold for a long period of time due to the chronic condition of the native tissue. This is the same pt as FDA file # m762710. The valve remains implanted at this time and functioning as intended.